Event description:
It was reported that the implantable cardiac monitor recorded two asystole episodes that were not true asystole; the device was undersensing. Reprogramming was suggested and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).